Event description:
In 2007, the surgeon implanted an 18cm x 28cm piece of permacol. The patient had 2 hernias, (a parastomal hernia on the left and an incarcerated incisional hernia on the right). The surgeon carried out a tension free repair with somewhat interrupted sutures. The next day, the pt went back to operating room. The permacol had split transversely and the pt's small bowel came through the hole in the implant and was leaking stool. The surgeon removed the split permacol, irrigated away the stool and put in another piece of permacol leaving the wound open. Currently, the pt has a wound vac and is eating well. This pt does not have an infection. The surgeon reported that the pt is morbidly obese and 3 years ago had diverticulitis.

Manufacturer narrative:
Following a review of the device history record for 06b10-1, all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns.